Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white septum material was found in the needle syringe. A different needle/syringe was used. There was no reported impact to blood glucose.